Manufacturer narrative:
(B)(4). Section d4: complete device identification information was requested but not provided by the healthcare facility. Section h11: method: the subject mr290v vented autofeed humidification chamber, additional information, and photographs were requested to be provided to fisher & paykel healthcare in new zealand for evaluation. Neither the subject device, additional information nor the photographs were provided. Our evaluation is therefore based on the limited information provided by the healthcare facility, and our knowledge of the product. Results: the customer reported that the mr290v vented autofeed humidification chamber was found cracked during set up and prior to patient use. The subject device was not returned to fisher & paykel healthcare in new zealand for evaluation. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the event. Every mr290v humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The user instructions that accompany the mr290v vented autofeed chamber state the following: ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected. Do not use the chamber if the seals are not intact when received, or if it has been dropped.

Event description:
A distributor reported on behalf of a healthcare facility in germany that an mr290v vented autofeed humidification chamber was found cracked prior to patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in germany that an mr290v vented autofeed humidification chamber was found cracked prior to patient use. There was no patient involvement.

Manufacturer narrative:
Ps454955 we are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.